Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent ischemic vt (ventricular tachycardia) procedure that included thermocool smarttouch sf catheter. The patient experienced cardiac arrest that required CPR, surgical and medical intervention and prolonged hospitalization. Timing: during an ischemic vt procedure after burning. Description of health hazard: it was reported that an adverse event occurred. The medical team reported that during an ischemic vt procedure after burning, they noticed that the left ventricle of the heart was at a "stand-still and the patient's heart wasn't beating." The patient's blood pressure dropped. The physician discovered and confirmed the complication on intracardiac echocardiography (ice). The physician started CPR and the patient got put on an impella and stayed intubated through the night. The caller reported that they tried to give epinephrine to try to raise the blood pressure without success. The patient was in sinus tachycardia at the time. The medical team confirmed that there were no further patient symptoms. The patient got transferred to a new hospital over the weekend. The patient is now stable. The caller reported that the physician believed that the primary cause was that they mapped in vt too long and were giving epinephrine during vt and it was keeping his blood pressure up. The physician thought that when they cardioverted out of vt for a long time, his heart was just stunned. All of the products were discarded and are currently unavailable. Additional event information: physician's opinion on the cause of this adverse event: patient condition. Impella device was placed through nonsurgical method. Outcome of adverse event: improved and recovered. Patient required extended hospitalization because of this event. Generator information: smartablate g4c-2108. Bwi products used during the procedure: decanav cs catheter, a thermacool smarttouch sf catheter, an optrell mapping catheter, and a reprocessed soundstar catheter. Bwi clinical note: usfda MDR determination: it is reasonable to conclude that the documented biosense webster concomitant products, excluding those that are also documented as an impacted product, are not the most suspected device(s) and would not cause or contribute to, the reported serious injury as the cardiac ablation catheter is the only catheter to deliver rf energy directly with cardiac tissue. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.